Event description:
Pt underwent right percutaneous nephrolithotripsy with stent removal. Removed the pre-existing, previously placed nephroureteral stent under fluoroscopic guidance. After the lithotripsy procedure was completed, a pigtail coil was noted under flouroscopy to be in the distal ureter, thought to be coming from the previously placed nephroureteral stent. Successfully removed the stent fragment in its entirety utilizing a 0 tip basket. This was confirmed both fluoroscopically and by repeat antegrade ureteroscopy. No adverse effect to pt.